Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 374.6mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient had an MRI on (B)(6) 20107 and since then was reporting increased in spasticity. The patient was admitted to the hospital and was being treated for other possible noxious stimuli that could be causing that increase in spasticity. The healthcare provider did not elaborate why the patient was admitted to the hospital. The healthcare provider stated they wanted to check the pump and the logs revealed that the pump recovered from the stall due to the MRI. The healthcare provider also stated that when interrogating the pump they got a "pump memory error" and ¿catheter data invalid". It was reviewed that this was not a pump memory error but rather alerting them to having an old software card as it was not able to read ascenda info. Additional information received on (B)(6) 2017 reported that the patient was discharged. No further patient complications have been reported as a result of this event.